Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported via stelobot that the customer may have had an event or read about an event. In the customers message selection, they answered the medical care/hospitalization question as ¿yes,¿ however no details about an allegation about a malfunction with the biosensor were reported. The only information provided was, ¿I am just reading about this. Today I had a low blood sugar episode, and I must have black out as I don¿t remember driving. I do remember trying to open the box of cookies and I got a couple out and ate them and slowly I regained consciousness. I then was barely able to drive home, but I didn¿t have the sense to pull over and stop.¿ no information was specified on if the customer was wearing a biosensor, sensor insertion date or details. There was no allegation of an inaccuracy or any specific product problem. The consumer did not provide any information to indicate any treatment by a medical professional or a third party. The customer had not logged in at the time of the report as there was no follow-up with the customer was possible to follow-up. No other customer or event details were available. There was no report of medical intervention. Due diligence was not attempted as the customer's details were not able to be identified. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. Confirmation of the complaint and the probable cause could not be determined via data. No additional patient or event information is available.